Manufacturer narrative:
T was unknown if the initial reporter sent report to the FDA. The other assays related to this event are reported in medwatch reports with patient identifiers: (B)(6).

Manufacturer narrative:
The cause of this event was determined to be customer handling of sample tubes. The customer was contacted regarding proper handling of sample tues, not placing taller sample tubes into racks dedicated to be used with shorter tubes, and pouring short samples into sample cups for testing.

Event description:
The user stated they were receiving questionable albumin results on their cobas c501 ((B)(4)). The user was able to provide data for ten patients. Of that data, there was one discrepant albumin result reported outside the laboratory. The patient had an initial result of 0.0 g/dl accompanied by a data flag. The first repeat result was 1.2 g/dl and reported outside the laboratory. The second repeat result was 4.8 g/dl and sent as a corrected report. There were no adverse affect to the patient as a result of this event. The user declined a service visit. The user believed the problem was caused by a faulty probe that may have been partially occluded by gel. He changed the probe and there have been no further issues.